Event description:
Real time egm was not available in remote follow-up report dated (B)(4) 2013.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.